Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered too much insulin with an extra correction bolus. The customer's bg level subsequently decreased to 30 mg/dl. The customer received third party assistance from their daughter, who provided glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.